Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited far r oversensing that resulted in inappropriate automatic mode switch. The device remained implanted. No intervention had been reported, no patient symptoms were noted.